Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented in clinic after patient notifier was delivered. Externalized conductors were observed via fluoroscopy. Variation in low pacing impedance was noted. The lead was capped and replaced.